Event description:
Hcp reported the patient is going to have leads replaced after the patient received a shock or jolt that nearly knocked the patient to the floor. The device was not returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.